Event description:
After 12 hours of ivtm treatment using the thermogard xp ivtm system (sn (B)(6), the nurses noted saline leaking from the start-up kit (suk) (lot #166508) air trap's top cap, and the thermogard system generated a mid:09 (air trap assembly) error. The zoll personnel advised the customer to replace the suk immediately and dry the thermogard system. Upon restarting, the thermogard system displayed mid:05 (post ext ram). The customer used another thermogard system to continue the therapy. No consequences or impacts on the patient.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
After 12 hours of ivtm treatment using the thermogard xp ivtm system, the nurses noted saline leaking at the air trap of the start-up kit (suk) (lot #166508), and the thermogard system generated a mid:09 (air trap assembly) error. The zoll personnel advised the customer to replace the suk immediately and dry the thermogard system, but the error persisted. No consequences or impacts on the patient.